Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. This occurred during flow testing performed by the customer. The device had been filled with piperacillin and tazobactam in saline solution to a total fill volume of 120ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 14, 2014 to november 15, 2014. Evaluation summary: the device was received for evaluation. A visual inspection and a functional flow rate test were performed. No abnormalities or malfunctions were identified. The device's flow rate was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.